Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the device is non-functional. It is unknown if the device was being used on a patient at the time of the issue, but no adverse event to a patient or user was reported.

Manufacturer narrative:
It was reported to philips that the device is non-functional. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The bench technician evaluated the device and confirmed the customer problem of a therapy problem. The device was found to have a high voltage capacitor that was low on output. The high voltage capacitor needs replacement. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. A quotation for its replacement was sent to the customer.